Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.(B)(4).

Event description:
The patient was implanted with 2 leads (from the same lot) as part of his axium neurostimulator system. It was reported the patient suffered a fall and lost stimulation. One lead was found to have migrated. Reprogramming was initially able to provide effective therapy, however effective therapy was later lost. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient reported receiving effective therapy.